Manufacturer narrative:
Complaint conclusion: as reported, the indicator window on a 5f exoseal vascular closure device (vcd) had not changed to black/black. Therefore, the device was removed. There were no reports of patient injury. This reported issue was observed when pulsatile blood flow stopped, the indicator wire detached in the vessel wall, and the ¿click¿ sound was heard and retracted a little more. The exoseal vcd was used in an interventional procedure and a retrograde approach was used. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. The device was stored and prepped according to the instructions for use (IFU). Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm, and the puncture site had mild visible calcium/plaque. There was moderate access vessel tortuosity, but no stent near the puncture site. Hemostasis was achieved through manual compression. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted to the loop. A non-sterile vascular closure device - 5f was received for analysis. Upon visual inspection, the deployment lever on the device was not depressed, and the plug was present on the delivery shaft in its manufactured position, which had dry blood residues. The indicator wire was fully deployed, the indicator window was in the black/white position, and the guard was locked. No other anomalies were observed during this analysis. Additionally, a cordis catheter sheath introducer (csi) used in the procedure was returned with the device. Exoseal functional testing was executed by first pulling the indicator wire to achieve the black/black position and then depressing the deployment lever, resulting in the deployment of the plug and the change of the indicator window to the black/white/red position. A high magnification evaluation was conducted to assess the conditions of the assembly configuration. During this evaluation, no signs of obstruction or any impediments were observed that could be related to the reported event. The reported event of ¿indicator window-no change to indicator¿ was not confirmed through analysis of the returned device since it passed functional analysis, and the window changed positions as expected. The exact cause of the reported failure could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced, especially since the device passed functional analysis when testing the indicator window. However, vessel characteristics (moderate tortuosity) and/or procedural/handling factors may have contributed to the reported no change to indicator experienced. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window on a 5f exoseal vascular closure device (vcd) had not changed to black/black. Therefore, the device was removed. There were no reports of patient injury. This reported issue was observed when pulsatile blood flow stopped, the indicator wire detached in the vessel wall, and the ¿click¿ sound was heard and retracted a little more. The exoseal vcd was used in an interventional procedure and a retrograde approach was used. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. The device was stored and prepped according to the instructions for use (IFU). Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm, and the puncture site had mild visible calcium/plaque. There was moderate access vessel tortuosity, but no stent near the puncture site. Hemostasis was achieved through manual compression. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted to the loop. The device will be returned for evaluation.